Event description:
It was reported the patient had an infection. It was noted the device was implanted but out of service. Patient status at time of report was noted as no injury/no adverse event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).